Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port MRI isp implantable port was returned for evaluation. Visual and functional evaluations were performed on the returned device. An attempt to loaded back the vessel dilator to the peel-apart sheath was performed and was successful. The vessel dilator was able to lock into place. The peeled sheath shafts were noted to have bunching when dilator was locked into place. The vessel dilator and peel-apart sheath were noted to be bent. Therefore, the investigation is unconfirmed for the reported fracture issues as more specific damages deformation due to compressive stress was identified during sample evaluation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure for an unknown medical condition using the MRI power port isp catheter. During the procedure, the sheath allegedly found a break. There were no reported patient injuries.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure for unknown medical condition by using the MRI power port isp catheter. During the procedure the sheath allegedly found break. There was no reported patient injury